Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on (B)(6) 2019 regarding a patient receiving unknown baclofen (2000mcg/ml at 814mcg/day) via an implanted infusion pump. The indications for use included intractable spasticity and cerebral palsy. It was reported that the patient's pump had been empty for the past two years because the patient and family could not find an hcp to manage the pump and had not reached out to the manufacturer. The patient was due for a refill and considerations were requested. It was noted that the hcp was planning on turning the pump to off state and replacing it at a future date. Assistance programming the pump to off state with the tablet was provided, and the password was given to turn the pump off. No further complications were reported or anticipated.